Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged having a low blood glucose level of 62 mg/dl, with confusion. Patient self treated with food and drink. Patient alleged inaccurate cgm readings had caused the bg excursion: cgm reading was 130 mg/dl. Alarm was set to activate at 90 mg/dl. During troubleshooting, cts found that the patient had made treatment decisions based on cgm and educated patient on reason why alarm did not go off . The conclusions was that user error caused the ae.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: testing was unable to duplicate the complaint. Pump returned with sound features set to: (high. The pump history shows evidence of 208 ¿ glucose below limit warnings on (B)(6) 2017. Pump boots to the verify screen with audible & vibratory features. The audible alarm reading measured with in specification. Test transmitter was paired with the pump correctly. A low alert was simulated for testing purposes. Pump gave the appropriate visual and sound warning; the alert was correctly recorded in the pump cgm history..the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately..the pump's cover was removed; no intermittent conditions or defects were found to the piezo circuit. No delivery interruptions or alarms occurred during the investigation.